Manufacturer narrative:
This is a reagent issue.

Event description:
The customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by immage 800 immunochemistry system using immage system rheumatoid factor reagent, lot m101865. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The customer did not note issues with any other chemistries or any system errors customer provided data for 9 patient samples that, per their notes should have read <20 iu/ml. The sample was serum. The calibration provided by customer appears acceptable. Qc results show a small shift upwards. Service was not dispatched since the issue is reagent related. Root cause is unknown for this event.